Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon planned to treat the patient's middle cerebral artery aneurysm using the solitaire ab+ stent and coil. During the procedure, the echelon microcatheter was placed into the aneurysm sac, and the rebar catheter was positioned appropriately. The sab stent was successfully deployed, followed by the delivery of coil for aneurysm embolization. However, the coil dislodged and herniated into the parent artery. The surgeon retrieved the coil, made adjustments, and attempted embolization again, but the coil continued to dislodge. After multiple attempts, the surgeon removed the sab stent and switched to a ped treatment plan. Coil protrusion through struts was reported. There was no friction or difficulty during delivery, positioning or procedure. The rhv was tight. The stent was completely apposed to the vessel wall and not kinked. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right middle cerebral artery m1 aneurysm with a max diameter of 6.22 mm and a 3.86 mm neck diameter. Landing zone: distal: 2.52 mm and proximal: 3.15 mm. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Additional information was received reporting that the cause of the event was not determined. The coil was an axium coil: qc-6-20-3d-cn.